Event description:
It was reported that there were unacceptable thresholds, sensing difficulty, and intermittent capture. Attempts to reposition the lead were unsuccessful due to failure of the helix mechanism. The lead was explanted. No patient complications were reported as a result of this event.